Event description:
During an in-clinic follow-up, the device was unable to be interrogated via radiofrequency (rf) telemetry. Abbott technical support was contacted, and the device firmware was reinstalled, which restored rf telemetry. The patient was in stable condition.